Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that four doctors have been experiencing low vacuum during cortex. The phaco portion of the surgery is okay with no issues. The biomedical engineer looked at the handpiece and saw that the o-ring looked flattened. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer stated some o-rings were warped and hadn't been replaced in a long time. The issue was resolved by instructing the customer to change the o-rings for the I/a handpiece as well as a thorough cleaning. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 22, 2005. Based on qa assessment, the product met specifications at the time of release. There was no reusable I/a handpieces were returned for evaluation. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint; therefore, a lot history review could not be conducted. All reusable handpieces are 100% visually inspected and functionally tested during the manufacturing process. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The complaint information does indicate that o-rings had not been replaced in a very long time, and this will affect vacuum. The root cause could not be determined conclusively. (B)(4).